Manufacturer narrative:
UDI # (B)(4). Additional information has been requested from the healthcare provider. There has been no response at this time. In this case, minimal information regarding this redo-avr procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. There is currently insufficient information to determine the root cause of this event. The subject device was not returned for evaluation as there was no allegation of device deficiency. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm 3300tfx aortic pericardial valve was explanted after an implant duration of three (3) months due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx aortic valve. However, the 23mm valve was explanted at implant due to unknown reason. The received implantation data card indicated that the explant of the pre-existing 25mm valve was not due to deficiency of the original device. The explanted valve was replaced with a 25mm valve of unknown model. The patient was noted to be in recovery post procedure. There was no allegation that the device malfunctioned.

Manufacturer narrative:
F10: device code 3191 = valve dehiscence. H10: additional manufacturer narrative: updated sections b5, b7, f10. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device was not returned for evaluation due to infection. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: updated section h6 (conclusion code).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm 3300tfx aortic pericardial valve was explanted after an implant duration of three (3) months due to endocarditis, valve dehiscence, and perivalvular leak (pvl). The explanted valve was replaced with a 23mm 3300tfx aortic valve. However, the 23mm valve was explanted at implant due to sizing issues. The received implantation data card indicated that the explant of the pre-existing 25mm valve was not due to deficiency of the original device. The explanted valve was replaced with a 25mm 3300tfx aortic valve. Per the medical records, there was extensive involvement with vegetations of the prosthetic valve. The valve was dehisced nearly 2/3 of the circumference of the annulus. Only in the region of the noncoronary cusp was the sewing ring secured to the annulus, and at this point, the suture was soft and friable. A small membranous vsd beneath the annulus was identified. The soft friable tissue was debrided. 21 interrupted horizontal mattress sutures were placed through the aortic valve annulus. In the region of the noncoronary cusps, the sutures were placed outside of the aorta inward to above the annulus as the tissue in this area appeared to be soft, friable as not to securely hold the sutures. The valve was sized initially thought to take a 23mm, but ultimately found to take a 25mm edwards magna ease pericardial tissue valve. The 25mm 3300tfx valve was implanted and sutures were secured with cor-knot device. The valve was checked and found to be competent. The membranous vsd was closed using the valve sutures in that region of the annulus. The patient was then weaned from the pump. Protamine was administered. Postop tee showed normal prosthetic valve function with no aortic insufficiency. The patient was coagulopathic and received blood products. The patient was transferred to the ICU in stable but guarded condition. There was no allegation that the device malfunctioned. During the hospitalization, the patient had a prolonged and complicated postoperative course, which included: respiratory failure, renal failure requiring crrt, hap, shock liver, thrombocytopenia, and pleural effusions. The patient was discharged home on pod #21 in stable condition. There was no allegation that the device malfunctioned.